Event description:
Boston scientific received information that this implanted system was extracted due to infection. The patient exhibited a medical history of dilated cardiopathy, congestive heart failure and breast cancer. The system had been implanted for over five months and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.